Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.25 x 28 mm promus element¿ plus stent was advanced to the target lesion; however, the physician felt a bit of resistance upon advancing. The device was removed from the patient's body and it was noted that the proximal part of the stent was deformed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent strut rows 1 to 15 on the proximal end of stent were damaged. The proximal end of the stent had been bunched in a distal direction, such that the proximal end of the stent was now positioned 5mm from the proximal marker band. The distal end of the stent was crimped in the correct position and had not moved on the balloon. The undamaged distal section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall exposed by the bunched stent struts, indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found multiple kinks along the hypotube profile. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.25x28mm promus element¿ plus stent was advanced to the target lesion; however, the physician felt a bit of resistance upon advancing. The device was removed from the patient's body and it was noted that the proximal part of the stent was deformed. No patient complications were reported.